Event description:
It was reported that the user switched from a freestyle libre 3 plus sensor to a dexcom g7 and the new sensor did not start, leading to assistance with updating the ilet cgm selection, confirming the pairing code, initiating pairing, and communicating warmup and pairing expectations. Symptoms included hyperglycemia with a blood glucose of 275 mg/dl. Outcomes included no alarms or alerts and no need for follow-up or medical intervention. Investigation included troubleshooting and user education on proper sensor change and device pairing. Investigation of this case revealed no device malfunction identified with the ilet; the event aligned with user setup and pairing challenges during a sensor transition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.